Manufacturer narrative:
Investigation: one (1) sample was returned by the customer for investigation. The sample was visually examined and it was found that there a piece of light brown foreign matter (fm) approximately 0.123 inches in length in the barrel. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. On 08-may-2018 a quality alert was issued instructing the operators involved in the production of this product that when starting the molding process, the press is put into "startup" where the press runs until any potential fm is flushed through the system. The press remains in startup until no fm is detected in inspections. A device history record (DHR) review was performed on the columbus batch (7325601) associated with the nogales batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.

Event description:
It was reported that the syringe 60cc ll tip convenience pak experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 309680 batch no: 8057530. Defective description: particulate attached to the internal wall of the syringe barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 60cc ll tip convenience pak experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 309680, batch no: 8057530. Defective description: particulate attached to the internal wall of the syringe barrel.